Event description:
The hcp reported high impedance. The pt is receiving some efficacy, but has some freezing and afternoon/evening gate issues. The pt's medications have been reduced by 25 percent. The MFR rep interrogated the device and reported impedances >4000 ohms at 1.4 volts, on all or some of the unipolar pairs. The rep repeated the impedance test at 2 volts and impedances remained high on electrodes 0 and 1. The rep reported the pt experiences a funny feeling in her head and has some motor responses at higher amplitudes, so the rep is unable to conduct an impedance check at higher amplitudes. The pt has only had the device implanted for 1 month and currently receives therapy benefit using electrode 2. The pt has some dyskinesia with the neurostimulator off, but the dyskinesia goes away when the neurostimulator is on. The system appears intact for programming; evidenced by the pt's positive response to therapy. Refer to medwatch report #2182207-2007-04414.

Manufacturer narrative:
.